Manufacturer narrative:
Citation: auffret, v. Md et al. Transcatheter aortic valve implantation versus surgical aortic valve replacement in lower¿surgicalrisk patients with chronic obstructive pulmonary disease. American journal of cardiology (2017) nov 15;120(10):1863-1868 doi 10.1016/j .amjcard.2017.07.097 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding outcomes of patients with chronic obstructive pulmonary disease (copd) after the implant of a transcatheter aortic valve replacement (tavr) or a bioprosthetic surgical valve. All data were collected from multiple centers between 2007 and 2015. The study population included 321 patients, 29 of which were implanted with a evolutr transcatheter valve. Serial numbers were not provided. The tavr population was predominantly male; mean age 76.2 ± 8.4 years. Among all patients adverse events included: acute respiratory distress syndrome, permanent pacemaker and cerebral vascular accident (cva). Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.